Event description:
Boston scientific received information that thresholds increased and sensing decreased with all leads implanted with this pacing system. The patient stated he had fallen down, but with no mention of details, date or circumstance. During a revision procedure, the physician noted that all leads had dislodged and believes the generator was pulled down which pulled the leads back. The atrial and right ventricular leads were repositioned and the left ventricular lead was explanted and replaced.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.